Manufacturer narrative:
The product was returned for analysis. The device was received in a plastic bag inside the product carton. The plunger is fully advanced. Viscoelastic is dried in the device. No iol returned. The lever is moving freely. The device is taken apart for further testing. A significant mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The root cause is deemed to be manufacturing related. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the assistant filled the ovd(ophthalmic viscosurgical device) into device, removed the stopper, and pressed the lever for just a moment. The operator then advanced iol to the nozzele of device outside the eye. After that, although the finger was released from the lever, the plunger was keeping advanced, the surgeon implanted iol into the eye. The procedure was completed without any damage.

Manufacturer narrative:
Correction information was provided in 4.2.e- g05006 component code was missed to add in initial mir submitted. The manufacturer internal reference number is: (B)(4).